Event description:
This patient had a history of hypertension, hypothyroidism, coronary artery disease with 2 prior myocardial infarctions and placement of cypher sirolimus-eluting coronary artery stents 2 days apart, in 2005. She was admitted five mos later for wide excision of a right wrist melanoma. Pertinent medications prior to surgery included plavix and aspirin which were discontinued prior to surgery. Postoperatively, she experienced chest pain, seizure activity, and cardiac arrest and despite resuscitative attempts she died while in the recovery room. An autopsy without restrictions was requested.